Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. The customer also alleged the bottom of the bottle was broken. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The warehouse received the test strips in a broken bottle. The qa lab evaluated the returned test strips and found them to read an average of 3 mg/dl high, out of specification. The exposure was most likely the cause of the high results.